Event description:
Central venous catheter was placed in right subclavian vein on 5/29/96. Used for chemotherapy. On 10/29/96, catheter broke off under skin and distal portion (11cm) embolized in the right pulmonary artery. Took two physicians and 102.4 minutes of fluoroscopy time to remove catheter. No adverse outcome for pt. Was discharged after removal and recovery from groin puncture.